Manufacturer narrative:
G4 (510(k)): k172557. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, anxiety, difficult sleeping, morning sickness, pain, stomach sore, bloating, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, difficult sleeping, morning sickness, pain, stomach sore, bloating, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-fem-tulip) lot: e3760843, nor filter (igtf-30) lot: e3751839 and e3751878. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018. Patient is alleging vena cava perforation. The patient further alleges "sick in the morning, stomach sore, bloating, can't lift heavy things." The patient is alleging to be limited or can no longer engage in "lifting, mowing, bending down, chest pain, pain at night." The patient alleges to have "anxiety, hard to sleep. Managing." Per computed tomography report, "ivc filter with apex at the level of a 2. The apex does not contact the wall of the ivc. The filter is relatively parallel to the long axis of the ivc without appreciable tilt. The apex of the filter is below the level of the renal veins. The filter limbs do not appear to be fractured. No evidence of filter migration. There is a minimal fat plane between some of the limbs of the filter and the wall of the ivc. The anterior limb of the filter appears to abut a portion of the small bowel. No evidence of aorta, kidney, pancreas, muscle, or spine perforation. The ivc inferior to the filter is normal in diameter. "

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Catalog # is unknown but referred to as gunther tulip. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.